Manufacturer narrative:
The phacoemulsification machine and handpiece was examined and tested at the customer location by an amo field service specialist (fss). The field service found some ¿502¿ and ¿503¿ priming and vacuum errors when checking the error logs which could possibly indicate there was a clogged tip or handpiece during the event. The fss tested the suspected handpiece for power, resistance, and connections. The fss found the handpiece to meet all amo specifications. The fss was unable to duplicate any priming/ tuning failures and any handpiece failures. The fss found no issues with the operation of phacoemulsification unit. The suspected handpiece was found to be working properly. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative left eye. As a result of the corneal burn, the wound required sutures. The surgery center indicated the patient¿s outcome at this time is blurry vision and short term astigmatism. The surgery center is expecting at a 3 month post op, the patient¿s vision is expected to be correct, astigmatism to heal and sutures will be removed. This report is for the handpiece. A separate report will be submitted for the phacofragmentation unit.